Event description:
Per the field clinical specialist (fcs) report, during a transfemoral tavr case the 1st sapien valve post deployment position was too aortic with moderate-severe paravalvular leak (pvl) and a 2nd valve was implanted. According to the information provided, pre deployment the 23mm sapien valve position was 60:40, but the patient¿s anatomy (severe annular calcification) caused the valve to move aortic during deployment and the valve end up too aortic (95:5 aortic). There was moderate-severe pvl. A 2nd 23mm sapien valve was implanted with good results in a 50:50 position with respect of the native annulus and no leak. According to the information provided, the native aortic annulus area measured 393mm2 by CT with severe calcification. The patient baseline ejection fraction was normal. After removing the sheath the physician proceeded to close the access site, but the device closure (proglide) failed and the area was ballooned. Then it was noticed a little dissection on the right common femoral artery (rcfa), caused by either the closure device or the balloon used. The patient was stable at the end of the procedure. The patient was reported to be doing well after the procedure and was extubated. A couple of hours later the patient crashed. It was found that one of the leaflets was not working. The leaflet was stuck open causing wide open ai. The patient was emergently taken back to the or and a 3rd sapien valve was implanted with good results. The patient was stable at the end of the procedure and was reported to be doing great on the next day. After review the team felt that the 2nd valve position was a little bit lower than initially thought, causing the 1st valve leaflets to overhang above the 2nd valve and affecting this valve function.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the cause of the sapien valve position too-aortic post deployment with moderate-severe pvl cannot be confirmed; however, it was reported that the native annulus was severely calcified and that the patient¿s anatomy caused the sapien valve to shift aortic during deployment affecting the final valve position. It appears that the valve malposition and uneven distribution of calcium on the native valve may have caused the moderate-severe pvl post deployment. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00209.